Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the perclose proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The technician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted in the investigation of the event. A needle to cuff miss can be influenced by numberous factors, not limited to, user technique, challenging anatomical conditions and/or manufacturing. User techniques, such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or fails to maintain adequate foot position against the arterial wall may contribute to a cuff miss. During manufacturing, the needle trajectory of every device is verified. In addition, sampling of finished devices is destructively tested to verify the functionality of the device. Needle trajectory can be influenced by user technique. A change in angle or torque of the device during use could translate to a change in needle trajectory leading to needle to cuff miss as reported in this case. The needle trajectory can also be influenced by challenging anatomical conditions. As the needle travels through tissue, the needle trajectory can be influenced by scarred or calcified tissue and be deflected away from the cuff during deployment. The amount of deflection will depend on the severity of the anatomical conditions. However, there were no reported anatomical conditions in this case. A review of the lot history record did not reveal any non-conformity record associated with this lot. A query of the complaint database was performed and there was no indication of a product quality deficiency. Based on the reported information and the inspection criteria, a definitive cause for the reported cuff miss could not be determined and there was no evidence of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.